Manufacturer narrative:
The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test and the motor testing; the operating currents are within specifications. However, the insulin pump as received with cracked case at reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to a magnetic field. The customer works with MRI and walked into the MRI to assist a patient. Customer stated no error alarms were received. The insulin pump passed the displacement test and selftest and customer was able to complete the rewind/prime sequence. Blood glucose value was 7 mmol/l. Customer stated uploaded the information and stated that the reports had missing data; it only showed information after the time the device was exposed. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.